Manufacturer narrative:
The following devices were also listed in this report: unknown joint replacement product; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to infection. An irrigation and debridement with a head swap were performed.